Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. Maude event report received that states "the suture broke on the device, lot #730296h, causing the perclose closure device to fail. A 2nd device was used successfully." There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device is retained by the hosp and not being returned for eval. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.